Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported the patient underwent additional surgery on (B)(6) 2014 to repair an incisional hernia with additional implantation of hernia mesh; however, no details are reported regarding this procedure. It was further reported the patient continues to experience severe pain, recurrent hernia defects, adhesions, scarring, nausea, diarrhea and loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/18/2019. Additional narrative: it was reported that the patient underwent a revision surgery on (B)(6) /2014. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.